Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe, was received and a visual assessment through a microscope showed that the nitinol was slightly bent near the cannula-nitinol junction, creating a sharper curve angle. The laser probe was inserted into a 25 gauge trocar cannula, but it became stuck near the cannula and nitinol junction, replicating the reported event. However, how or when the nitinol became nonconforming could not be determined. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The 25 gauge illuminated flex curved laser probe was manufactured on december 5, 2017. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to damaged nitinol. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the laser probe did not fit into the trocar.